Event description:
The physician claims that the graft was implanted for a thoracic aortic aneurysm procedure. During the procedure pinhole bleeding was observed at the anastomosis site of the perfusion port. The quantity of blood lost through the graft was approximately 200 to 300cc. The duration of the leakage was approximately 2 to 3 minutes. The graft was left in. There were no patient complications. The condition of the patient was reported as good. On aug 06, 2007, we learned that the bleeding was from a pinhole in the graft that the physician had previously repaired with a single suture.

Manufacturer narrative:
Based upon review of the procedure video, during the procedure there was pinhole bleeding at the base of a single branch, near or at its attachment to the main graft. The bleeding was a thin stream, about 1mm in diameter that lasted for less than a minute. The quantity of blood lost from this pinhole is estimated to be less than 50ml and does not support the physician's claim of 200ml to 300ml. It was also observed that non-atraumatic instruments were used with this device. The use of non-atraumatic instruments is contrary to the recommendation is the instructions for use packaged with this product. Based up on the above and in the absence of a returned device, the exact origin of the pinhole cannot be determined.